Event description:
It was reported that during a coil embolization procedure, the balloon deflated slowly without manipulation. The physician removed the balloon from the patient¿s body and verified that there was a small perforation in the wall of the balloon. There were no reported patient complications due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the balloon catheter shaft was kinked at 11cm and 15 cm from the proximal end. During functional evaluation, the balloon was flushed without problem. A demonstration guidewire was advanced through the catheter but resistance was met at the kinked section of the catheter and the guidewire was unable to pass further. The tip of the guidewire was introduced into the distal end of the catheter to seal the distal tip to allow inflation of the balloon. The balloon was inflated and a leak was noted to the balloon. All the device dimension were found to be within specification. Information available indicated that the device was confirmed to be in good condition prior to use. Also, additional information indicated that 4 coils had been placed in the aneurysm without problems and while placing the last coil the balloon deflated. Based on the analysis and the information available it is probable that the kinks observed on the shaft occurred due to due to handling of the device as this was not reported. However, it is possible that the last coil may have perforated the balloon resulting in the reported issue/damage found. Therefore, a root cause of operational context has been assigned to this investigation.